Event description:
Per the clinic, the patient experienced abnormal sound quality with device use, and the issue could not be resolved. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).